Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent did not deploy the proximal end of the stent was deviated and broke the sheet. "As per complaint form": klatskin tumer type IV, dr. Could introduce one wire guide in each hepatic duct, two zilver were introduced (as written in IFU) and at the time of deployment one of the zilver didn't deploy and they have to pull it out, loosing the possibility to drain that hepatic duct. Product shows one of the gold crown of the stent itself went through the coil sheath.

Event description:
Confirmation received from quality: "there was no fracture noted by the engineers in the lab. This complaint can be cancelled as the inability to deploy the stent would have resulted from the stent strut protruding from the sheath". All malfuctions have been captured under (B)(4). This report is being submitted as a cancellation report.

Manufacturer narrative:
Confirmation received from quality: "there was no fracture noted by the engineers in the lab. This complaint can be cancelled as the inability to deploy the stent would have resulted from the stent strut protruding from the sheath". All malfuctions have been captured under (B)(4). This report is being submitted as a cancellation report.